Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power loss alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they just received a battery cap and they already put a battery on the insulin pump many times all of them are brand new but it keeps on showing on the pump power loss power loss alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph generated by adapt program. (B)(4).